Event description:
It was reported the patient was no longer receiving stimulation in her left arm where she was previously feeling stimulation. Impedance analysis showed that the only functioning electrodes were 2, 6, and 7. Reprogramming around the ¿brodkey¿ electrodes was completed to achieve some stimulation on both the left and right. The patient stated that she did not have any precipitating events. It was also noted the patient was describing some pain in her right arm, some dizziness, and balance issues. Surgical intervention was planned and scheduled for (B)(6) 2015. The neurosurgeon was planning on removing the broken system and doing an MRI to diagnose the other issues the patient was having. Then, maybe the system was going to be put back in at a later date. The issue was not resolved at the time of the report.

Manufacturer narrative:
Analysis of the returned neurostimulator model 37702, serial # (B)(4), showed no significant anomalies and was functionally okay. Good, stable output was seen on output settings used with electrode pairs as received. Analysis of the returned lead model 3998, lot #va00vyf showed no significant anomalies. Analysis of the returned extension model 3708160 lot # njb109130v showed no significant anomalies. Analysis of the returned extension model 3708160, lot # nkb013540v showed no significant anomalies. Analysis of the returned plug/boot accessory model 3550-29, serial # unknown showed no significant anomalies. Analysis of the both returned anchor accessories model 3550-39, serial # unknown showed no significant anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Addition information reported that the patient's implantable neurostimulator (ins) was explanted on (B)(6) 2015. Their status after the explant procedure was noted as recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# va00vyf, implanted:(B)(6) 2012, product type: lead. Product ID: 3708160, serial# (B)(4), product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), product type: extension. (B)(4).